Event description:
It was reported that during an ovarian resection procedure, the balloon broke. Another device was used to complete the case. There was pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.